Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined as the generator functioned as intended while in the field and was returned to the customer with no further evaluation.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the patient was prepped and in the procedure room, the generator would not power on. Approximately 1 hour later another generator was made available and the procedure was completed with no adverse consequences to the patient.